Event description:
It was reported to boston scientific corporation that during a procedure using an accumax 200 laser fiber, the fiber broke at the entry point of the scope outside the patient. The procedure was completed with another accumax 200 laser fiber without complications to the patient, who is reportedly ''fine'' post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that during a procedure using an accumax 200 laser fiber, the fiber broke at the entry point of the scope outside the patient. The procedure was completed with another accumax 200 laser fiber without complications to the patient, who is reportedly "fine" post procedure.

Manufacturer narrative:
Visual examination of the returned fiber revealed approximately 5.0 mm of exposed glass tip remaining. The fiber was broken 79.5 cm from the distal tip.